Event description:
A home patient (hp) contacted the technical service center (tsc) to report a check supply line refilling heater alarm during last fill while using the homechoice (hc) system. The home patient reported switching bags, so the technical service rep (tsr) assisted the hp to end therapy early. Per an investigation conversation, the home patient stated that she had unspiked, switched bags, and respiked when she received the check supply in alarm. She stated that the heater bag had been empty, but the second bag was full. She masked off and washed her hands, but stated that next time she will fold over the bag to help the fluid flow. She also stated that she has experienced no injury or medical intervention associated with this incident.